Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. The customer's blood glucose level was 222 mg/dl. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Manufacturer narrative:
Updated corrected data details: b1, b2. B5, h6 health effect clinical code 2199- remove, h6 health effect impact code 4582-remove

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a high blood glucose (bg) level of 600 mg/dl and high ketone levels. The customer was treated with intravenous insulin and saline. At the time of the call with tandem technical support (cts) the customer was still in the ICU. There was no reported permanent damage to the customer. Reportedly, the cause for the reported issue was due to the pump shutting down due to the pump being unable to charge with the tandem-provided usb cable. The customer was able to successfully charge the pump with a secondary usb cable. Multiple follow up attempts were performed by cts to obtain additional information, however, customer did not respond.